Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a bg of 575 mg/dl associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the patient had the flu at the time of the ae and was unable to differentiate symptoms between the flu and the high bg. The reporter stated that the bolus totals did not match but the basal delivery totals and the basal history matched the active basal program. It was also noted that the time was correct while the date was not. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery.

Manufacturer narrative:
Date of submission 19-jun-2018 the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: during investigation, the last basal delivery was on (B)(6)2018. The delivered boluses were calculated and delivered boluses on each day match correctly the total daily dose (tdd) bolus history. The bolus history showed a cancelled 8.0u bolus due to a cs 175- user cancelled bolus followed by a fully delivered 8.0u bolus. A manually performed 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. There were no hypersensitive or stuck keys observed on the keypad. A replace battery alarm was recorded on (B)(6) 2018 followed by a pump reboot. When the pump was powered back on the time/date was set to (B)(6) 2018 & deliveries continued. A manual date change was made from (B)(6)2018 to (B)(6)2018. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms or warnings occurred during testing. There was no evidence of the piston rod not moving in the black box; piston rod moved successfully during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. It was also noted that the display screen has a pinkish contrast. Battery compartment is cracked above & below the bumper pad. Abb cover is torn; still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.